Event description:
The customer reported brakes being too hard to manipulate, once on, too much force is required to unlock them. The flip-flop, cross arm, c rotation and rear wheel brakes. Also the steering handle is too hard to turn +- 90 degrees. On (B) (6) 2010, per conference call today with ge (B) (4), the customer has alleged that this issue has caused 3 cases of tendonitis among health care professionals at the hospital. Emergency stop switch position is annoying and results in system shut down when system is manipulated in the operating room.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the wheel brake and the steering handle as much as possible. (B) (4) tried the wheel brake and said it was good but the steering handle in his opinion was still too hard but if the chain is loosened any more it comes off the gear. Manufacturing informed ge rep and customer that the system was operating as designed.